Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of high blood glucose readings. Customer's blood glucose reading was 506 mg/dl, which was treated with the pump. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did contact healthcare professional. Customer had symptoms such as being thirsty. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. The insulin pump was not returned for analysis.